Event description:
It was reported that the programmer was intermittently unable to interrogate implantable heart devices. The radio frequency programmer head was changed out but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer was intermittently unable to interrogate implantable heart devices. The radio frequency programmer head was changed out but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l radio frequency programmer head. (B)(4).

Manufacturer narrative:
Product event summary: 2090: analysis did not confirm the customer comment that the programmer was unable to interrogate, when a known good head was used the programmer was able to interrogate with no fault found. The programmer passed all incoming, console and systems tests. Product ID 2067l, radio frequecny programmer head; (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.